Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "powers off when programming" was reproduced. The device was tested with a known good battery and the pump powered off during use. A review of the event history log revealed ¿improper shutdown!¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the damaged battery gasket the battery gasket required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off when programming. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.